Event description:
It was reported that a rotawire fracture occurred. The stenosed target lesion was located in an unspecified vessel of the left leg. A peripheral rotawire and wireclip torquer was selected and advanced to the target lesion. Upon completion of the procedure, the physician went to put the rotawire down the non bsc guide catheter and it accordion up in the catheter. Catheter and rotawire was pulled out and it was noted that the rotawire stretched and broke. The other part of the rotawire was in the catheter, so they removed the catheter and everything was removed from the patient. The procedure was completed with .018 rubicon catheter. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).